Manufacturer narrative:
Findings: pump received with blank display due to corroded battery tube. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test or verify weak battery alarm, low battery alarm due to blank display. Pump had minor scratched display window, cracked battery tube threads and broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was 268 mg/dl. Customer stated that this the second time regarding the low battery alarm and replacement battery cap does not resolve the issue. Customer was advised that pump will be replaced. Customer declined weak battery troubleshooting.